Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: enlw1613c95ee, sn (B)(4); enlw1610c120ee, sn (B)(4); enlw1613c120ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9.9 cm abdominal aortic aneurysm. It was reported that the patient died. The cause of death is unknown. No additional clinical sequelae were reported.